Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient reported the implanted neurostimulator battery was moving around in their back. Pt explained the ins battery will move in 2" circles all the way around and has been very uncomfortable to the point they were unable to get up for two days to do anything around the house. Pt described the ins battery had ben implanted in their back almost right at the base of their ribcage. Pt claimed they can hardly sit back or lay down adding they are having to use a baby boppy pillow to keep the device from rubbing. Pt mentioned they had the flu about 1. 5 to 2 weeks ago and was coughing / sneezing / had real bad diarrhea. Pt said in the last week all of a sudden their back started hurting worse than normal. Pt alleged the spinal cord stimulation (scs) was implanted in their neck to address pain in their arms/shoulders. Pt questioned if coughing had caused the battery to become unanchored. Pt noted they had 5 broken ribs before where a cow kicked them but this is a totally different pain where its not the ribs but more like the ins "box is hitting a nerve feeling like a really bad toothache all day. The pt was redirected to their healthcare provider to further address the issue. Pt commented they had called the pain management hcp's office 5-6 times leaving messages but had yet to get a call back from dr. Waheed. Pt indicated he had also contacted implanting surgeon's, office but redirected to medtronic rep and pn mgmt. Pt also remarked that they had left two messages for the mdt rep who also hasn't returned their call; one on thursday and another today. Pss emailed mdt field reps for visibility as a courtesy to assist pt. Redirected caller: patient's hcp